Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va105nk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had burning pain on the back of their right hip where the implant was located and there was still bandages on the incision area since (B)(6) 2015. The patient was implanted on (B)(6) 2015. The patient used the patient programmer to turn the implant off to see if the burning pain would go away and it didn't help. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.